Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the paint was peeling on the headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name, postal code, and telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter was a technical manager. The correction of d9 ¿device available for evaluation?¿ deems required. This is based on the internal evaluation. Previous d9 ¿device available for evaluation?¿: yes . Corrected d9 ¿device available for evaluation?¿: no. The correction of e1 initial reporter name deems required. This is based on the internal evaluation. Previous e1 initial reporter: (B)(6). Corrected e1 initial reporter: (B)(6). Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the paint was peeling on the headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s site. Because of the design of the involved part (shape), a retention zone allows cleaning products to penetrate underneath the part and finally generates paint chipping. A new treatment on this part before painting to is currently tested, in order to improve the paint adhesion. Once this solution is validated this process will be applied in production. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.